Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
The device was returned for evaluation. Visual and optical examination reveals approximately ~3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow; additionally, plastic deformation of the tip is noted just below fracture surface, consistent with torsional overload.

Event description:
It was reported that the patient underwent an anterior posterior spinal fusion at l3-l4. It was reported that the tip of the obturator sheared off during final tightening of the set screw. All pieces were retrieved from the patient. No patient complications were reported.